Manufacturer narrative:
As no further information is expected regarding this event, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a replacement procedure was performed. This device was removed and replaced due to the device was replaced due to pressure necrosis at the pocket site. The leads were reconnected to the replacement device. No further patient symptoms were reported.